Event description:
During a total hip procedure, while preparing the medullary canal of the femur, the reamer fractured approx 100mm to the distal calcar cut leaving a large segment of the reamer within the medullary canal of the bone (approx 4"). Several attempts were made to pass a trephining reamer over the broken segment; however, this was unsuccessful due to the bow in the femur. It was elected to impact the reamer lower into the intramedullary canal and leave the fragmented piece in the pt.